Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic sleeve procedure, on the fourth firing of the plee60a, the gst60t reload was fired and one staple reload remained in the reload, outer row and the patient side of the sleeve. It was in the distal 1/3 of the reload. The same device with a new reload was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Intra-operative photo received. Based on the photo evidence of the subject gst60t, a formed staple above the cartridge deck can be confirmed, however, the photo does not provide evidence relative to what may have caused the issue.

Manufacturer narrative:
(B)(4). Batch # m55u67. The analysis results showed that one gst60t cartridge reload was received. The reload was received with one staple was visible stuck partially in the pocket and fully fired. Examination of the bottom of the reload revealed a rolled driver in the pocket with the stuck staple. No conclusion on how the driver became damaged.